Manufacturer narrative:
Additional information received from the device investigation report identified the device as unknown swissplus zimmer implant. Upon reassessment of the reported event, it was determined that the device was previously filed under the incorrect MFR number (0001038806-2020-00143) on 16 jan 2020. As a result, the event has been reassessed and is being filed under the correct MFR number (0002023141-2020-00786). Investigation results have been completed and attached below. One unknown swissplus implant was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads of the implant, and signs of use about the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 26 and used for approximately 6.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (swissplus zimmer implants). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided/ unknown. Device catalog/ lot number: not provided. Unknown. Initial reporter email address, fax number: not provided.

Event description:
It was reported that an unknown swiss plus implant was fractured. No additional surgical procedure was reported and doctor decided to put bottom part of the fractured implant to sleep. Tooth location 26. This event was previously reported filing a xifnt3213 implant; investigation results identified the returned top part of the implant as unknown swiss plus.